Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of a solution administration set broke during infusion when the nurse was attempting to disconnect the set. The reporter stated that part of the connector remained on the stopcock. There was no patient injury or medical intervention associated with this event. No additional information is available.